Event description:
The reporter contacted animas on (B)(6) 2013, alleging a display issue. The reporter stated the display screen was blue with a green rectangle, and after several button presses, returned to the normal screen. There is no adverse event associated with this complaint. This complaint is being reported because the display issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 07/19/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation could not confirm or duplicate the allegation of a dark blue with green rectangle in the middle of the screen. The display screen is fully functional and fully illuminated with no visible signs of damage, fading, or discoloration. The pump was opened and there was no damage found to the display, the display flex, or the flex connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.